Manufacturer narrative:
A ge oec service rep investigated the issue and found that the vertical lift power supply (ps3) was defective and causing the system malfunction. The ps3 was removed and replaced, the system was tested and found to be operating as intended. There was no negative pt effect as a result of this issue. The facility did not provide any pt info with respect to this issue. The system was released to the customer for use.

Event description:
The ge oec 9800 fluoroscopy system had a failure of the vertical column where the system would raise, but no lower. The system lift became inoperable.